Event description:
A patient reported blood results of "38 mg/dl and 129 mg/dl " with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.